Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the casing of a one touch ultramini meter was broken/cracked. The medical surveillance specialist (mss) spoke to the pt in 2010, and was able to obtain/verify info. The pt tests her blood glucose before eating breakfast. She also takes unspecified pills for diabetes. The pt indicated that the alleged issue started at 8:00 am before breakfast time. The pt claimed that she had dropped the meter and the casing allegedly cracked. She also claimed that the meter would not power on. As a result, the pt stated that she was unable to test her blood glucose that morning, and therefore, skipped breakfast and her morning medication(s). At noon that same day, the pt claimed that she developed symptoms of shakiness, sweating, and nausea. Around that same time, the pt mentioned that she received assistance during a doctor's office visit. The pt's blood glucose was reportedly tested on a doctor's/clinic's meter and a result of "50 mg/dl" was obtained. The pt claimed that she was treated with food/drink(s) during the doctor's office visit. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia and received hcp treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.